Event description:
It was reported that the user had paused ilet pump use for approximately ten days due to a non-diabetes-related infection and later observed that the ilet did not initially power on while on the charging pad; upon guided troubleshooting to verify charger function and placement, the device powered on and displayed a 41% charge. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no impact beyond a temporary delay in restarting therapy. Investigation included customer-guided functional checks of the charging setup and device power status. Investigation of this case revealed that the charging system operated as intended once proper placement and verification steps were performed, consistent with user-related charging setup or device state rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related, resolved through standard troubleshooting.